Event description:
It was reported that the patient suffered from a lead migration. Reprogramming was unsuccessful. X-rays were ordered, confirming the migration. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the scs lead was repositioned. The issue has been reportedly resolved as stimulation was successfully restored postoperatively.